Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove post deployment reported from this lot. Based on the information reviewed, there is no indication of a product deficiency though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending artery. After inflation of a 3.5x28mm implant to 16 atmospheres (atm) more than 3 times, the physician deflated the balloon to 0 atm then applied negative pressure to remove the balloon. Although the balloon was confirmed under angiography to be fully deflated prior to attempting to remove it, the balloon material got stuck in the implant. Therefore, the physician inflated the balloon again to 3 atm then back to neutral and the balloon was still stuck. Deep engagement of the guiding catheter was performed and the balloon was pulled back forcefully. Once the delivery system was successfully removed, the balloon was noted to be tightly folded. There was a good patient outcome. No additional information was provided.